Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Ci with his. It was decided to leave it off until the next follow-up appointment with his ent doctor for further information. Head trauma in march while playing to the right temporal side was reported from grandfather in the medical records.